Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap separated from the cap. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.